Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. The right ventricular (rv) lead appeared to show some t-wave oversensing (twos) post ventricular pace. The rv lead remains in use. It was also noted that the right atrial (ra) lead exhibited some far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.